Event description:
Rptr had cell phone for approximately 2 years. Rptr bought it for emergency use and only used it a few times. Rptr made 2 calls for about 13 mins each on the day of the event. Rptr stated that right after using the phone to make those calls, rptr experienced a severe earache, which continued for about two weeks. Rptr then went to see an ear dr, who stated that the ear was severely inflammed and he prescribed ear drops for the rptr to use. Rptr stated the ear drops helped somewhat, but rptr continued to have pain and the pain travelled down rptr's neck on the right side and into the left side of rptr's back. Rptr stated that rptr has been experiencing discomfort for the past three months.